Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported he verified the error and attempted the calibration procedure again. The exhalation flow transducer calibration failed. When any positive pressure is applied during the 3 cm portion of the calibration, the ad number goes to 65,000. It could be 0.01 cm or 3 cm. The ad number is always 65,000. The other calibrations passed. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.